Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Reporter called lfs on behalf of the patient and alleged that her meter would not power on. The patient stated that the last time she was able to test was (B)(6) 2004 at 7:00 am. The patient called the reporter for assistance. The patient did not report experiencing any symptoms. She did not receive any treatment. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence that the meter contributed to a serious injury. A replacement meter is being sent to the patient.